Event description:
It was reported that this unit will not turn on and burn smell coming from unit. No additional information was received.

Manufacturer narrative:
An investigation was initiated; however, the device was not returned for evaluation, and therefore product analysis could not be performed. As a result, the reported allegation could not be confirmed. Service case notes indicated that the customer declined repair. A review of available information showed no evidence of a broader quality concern. The event type is known and accounted for within established risk assessments for this product. Without the device available for inspection, the cause of the reported issue could not be determined, and a device related problem could not be excluded. Based on the investigation, there is no indication that the issue is linked to manufacturing or design, nor does it represent a recurrence or trend requiring further escalation. No additional action beyond the complaint investigation is required at this time.

Event description:
It was reported that this unit will not turn on and burn smell coming from unit. No additional information was received.